Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose. Blood glucose reading was 37mg/dl. The customer's current blood glucose was unknown. The customer was treated with food and glucose tablet. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.